Manufacturer narrative:
Return requested. Replacement small straight ratcheting handle shipped to site 09/01/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the cap on the navlock handle broke off. No further details regarding the damage, or how it occurred, were provided. The site used a second handle to continue the procedure without issue. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.